Event description:
It was reported that pump displayed malfunction alarm malf 24 that could not be reset, and customer had no notable events prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged warranty replacement pump with updated software.